Event description:
It was reported that the display was missing segments and was blank. It was also reported that when a new battery is inserted, the display turns black. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.